Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an echocardiogram showed complete heart block and a transesophageal echocardiogram (tee) showed a moderate-to-severe paravalvular leak (pvl) resulting in aortic regurgitation. Temporary pacing was initiated for the heart block, and a balloon aortic valvuloplasty (bav) was performed for the pvl. The bav did not improve the pvl, so a larger size of this model device was implanted valve-in-valve. The pvl did not immediately improve, but two days after implant had improved to a moderate level. There also was an observation of atrio-ventricular (av) heart block with a junctional escape rhythm. A permanent pacemaker was implanted five days after the implant of these valves. No further intervention was performed for the pvl. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Manufacturer narrative:
The devices remain implanted and therefore have not been returned to medtronic. A separate report has been filed for the complete heart block complaint. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.